Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in an inappropriate shock. Additionally, the lead exhibited high pacing impedance measurements. A lead revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.